Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 18807128.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting. The patient also had inadequate pain relief. The patient underwent an explant procedure and the explanted device components were not returned.